Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. A review of the share logs was not performed, however, the device operated within specification. The allegation was not confirmed. The probable cause was not found. No injury or medical intervention was reported.